Manufacturer narrative:
E4 initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was returned for evaluation. Visual and functional testing was performed. The samples were received missing the tamper seal. The reported issue was duplicated during testing. The cause of the issue was due to blank liquid crystal display lcd not functioning. The technician replaced the lcd and microprocessor unit mpu board and a cracked battery door. The root cause of the issue was unable to be determined.

Event description:
It was reported that the pump was sent in for recertification. After evaluation, it was deemed defective due to liquid crystal display lcd screen bad, missing pixels and battery door cracked. There were no reports of patient harm.